Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device overheated, the disconnect sleeve was difficult to operate and would not go into safe mode after running, failed safety assessment and the connector body was loose and had a loud grinding noise. Therefore, the reported condition was confirmed. It was determined that the device overheated because the thermistor was damaged and corroded. It was determined that the disconnect sleeve was difficult to operate and would not go into safe mode and it failed safety assessment because the locking mechanism was damaged. It was further determined that the connector body was loose because of loctite deterioration. It was observed that the device showed signs of damage that was caused by the sterilization process/immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse / abuse and possibly user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the motor device had a grinding noise and the locking collar was difficult to lock and unlock. During in-house engineering evaluation, it was observed that device overheated. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.